Event description:
It was reported that the customer's device would not deliver defibrillation therapy and had logged multiple event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio observed heavy burn marks on the pcb assembly which looks to have damaged multiple components; however, physio was unable to determine further component cause.